Manufacturer narrative:
Product was tested and found to be within specification for adhesion. Suspect that individual had fragile skin due to the use of prednisone and age. Product labeling does indicate the following under instructions for use: "skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes."

Event description:
It was reported that a male patient sustained a partial degloving injury to his right leg upon drape removal after undergoing a total knee replacement (tkr) procedure. The reported prep was iodine. The skin was reattached as a skin graft. The patient was taking prednisone and was (B)(6) age. The size of the injury was not provided.